Manufacturer narrative:
Analysis found worn motor cable assembly and consumable parts (e.g. Bearing, seal) and overheating on motor. Pre-repair heat test results 110f/ 127f/ 122f at 1 minute. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the handpiece was not working prior to functional endoscopic sinus surgery (fess). A back up device was used to complete the procedure. There was no delay. There was no patient involvement.